Event description:
The customer reported non-reproducible prostate-specific antigen (psa) results, for several patients, involving access 2 immunoassay system. The customer indicated two of the samples were survey samples. The customer stated patient results were initially very low but retested higher within the normal reference interval. The customer retested the patients samples up to three times prior to reporting results. The customer indicated controls were within specified parameters. The non-reproducible results were released out of the laboratory and were not questioned by the physician. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) verified aspirate probe operation, replaced the pipettor tip, and verified voltage and alignments. On (B)(6) 2012, the fse replaced the pipettor, peristaltic pump tubing and rebuilt the precision pump to resolve the issue. The unit conformed to the manufacturer's published performance specifications. Pipettor. All related medwatch reports associated with this incident: 2122870-2012-01283; 2122870-2012-01284; 2122870-2012-01285.